Manufacturer narrative:
Multiple attempts have been made to obtain additional medical information on this event to this particular pt. To date, no additional information has been provided to us from this facility other than what has been provided in this report.

Event description:
Received information from a hemodialysis user facility who has reported a pt event of a possible reaction to this dialyzer. The facility was contacted where it was learned that for this event the pt had started their dialysis treatment and went into cardiac arrest when the blood from the dialyzer went into her body. The pt was successfully resuscitated after the cardiac arrest. The pt was reinfused and was transferred to the ICU unit where she remained inpatient for a week and then later died. There was no autopsy performed. The cause of death is unk. It was reported this was an elderly pt. Also, that the pt had been receiving dialysis with use of this dialyzer for some time. Currently we are waiting on additional details of this event, but to date, no further information on this event has been received from the facility.